Event description:
Customer reported receiving this instrument in june of this year. They are having issues with repeated bacteria samples indicating over 200 colony forming units. Instrument has been disinfected but high bacteria counts continue. There has been no patient issue with the instrument.

Manufacturer narrative:
Baxter service has inspected the instrument and confirmed the issue. The inspection did not result in conclusion of why the high bacteria counts continue. Baxter is continuing to monitor the issue and work with the account. When new information is discovered, a follow up report will be filed.